Manufacturer narrative:
Procode: krd/hcg. Phone number (B)(6). The device was returned for analysis; however the analysis has not yet been completed. UDI: lot number unknown; (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the anterior communicating artery coil embolization, the orbit galaxy (640cx3509/lot unk) coil could not be advanced through the body/shaft of an unspecified microcatheter. They withdrew the coil and it was found to be stretched. They used a new coil to complete the procedure. A continuous flush had been maintained through the microcatheter. The microcatheter did not appear damaged and was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 3.5x9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 120cm from the proximal end of hub. The introducer was found zipped. The support coil and gripper were found inside of the introducer. The embolic coil was not received for evaluation. The gripper was inspected under microscope and no damages were noted on it. The od from the delivery tube was measured and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe. The received device was introduced into the lab sample microcatheter and it advanced smoothly until the microcatheter¿s distal tip; however, slight friction was felt when the kinked section noted on the hypo tube was passing through of the lab sample microcatheter. During the review of the lot 17541019, was noted that 2 units were rejected due to the defect oversized proximal bead and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The inability to advance the orbit galaxy through the unspecified microcatheter was not confirmed during the functional test, and the coil stretching could not be confirmed or evaluated since the coil was not returned for analysis. The cause of the kinked condition noted on the hypo tube was apparently caused by applying excessive force on the device but it could not be conclusively determined. Multiple attempts to determine when the coil detached were unsuccessful. This most likely occurred during post-procedural handling/shipping since it was not reported as an event. Handling and procedural factors could be contributed to this condition. Inspections are in place that prevents this kind of failure from leaving the manufacturing facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.